Event description:
A report was received that the patient was unable to charge his ipg. Fluoroscopy was taken and it visualized that the ipg was not perpendicular to the skin and not laying flat. The patient underwent revision. Everything was functioning well postoperatively.